Event description:
It was reported that during removal of the distractor, the rod broke at the ball joint.

Manufacturer narrative:
The reported event that the distractor rod broke at the ball joint could be confirmed based on the returned parts of the affected distractors. For visual inspection only parts of both distractors were returned. Therefore, no functional inspection could be performed nor a dimensional inspection was deemed necessary. As stated in the related instruction for use the pediatric mandibular distractor 2 is indicated to correct congenital or post traumatic defects in the body and ramus of the mandible of neonates and children up to 4 years old. In accordance to the provided information the patient was treated in the cranial area. It was confirmed that the surgeon was aware of the off-label use ¿but he wanted to use it because he likes the fact that it¿s milled out of one piece of metal¿. Additionally, it was confirmed that the root cause was ¿definitely uncontrolled movement of the patient. The devices were not taped down or stabilized. The patient had full range of motion and was able to grab on to the devices.¿therefore, the root cause of the failure modes was attributed to an off-label use.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported that during removal of the distractor, the rod broke at the ball joint.